Event description:
A doctor reported to a company sales representative that a steady stream of micro bubbles have frequently been observed from the tip of the cutter during surgery. There was no patient impact reported. Additional information was requested. This is the first of two reports being filed for this facility.

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. Because a sample was not returned with this complaint, the root cause cannot be determined. (B)(4).